Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 10 months post-implant, it was reported that the pt had black urine and was showing signs of hemolysis. It was also reported that the pump was working well, the left ventricle was unloading and there were no signs of heart failure. IV heparin was initiated and the pt's anticoagulant was changed. It was reported the pt is doing well.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.